Manufacturer narrative:
Concomitant medical products: product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the lead wire was not placed straight at implant so he had it revised in (B)(6) 2018. The indication for use was non-malignant pain. No patient symptoms reported.